Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
Hls disposable fell off the cardiohelp two times with minimal movement. Once, right at takeoff of the jet and second, as they were moving the cardiohelp closer to the patient to prepare for moving patient off of the jet. Customer reports nothing was bumped on the cardiohelp itself to prompt this happening ¿ customer made sure that it felt securely clipped and locked in after this happened the first time. Between use of the emergency drive and restarting the machine, the patient was not harmed. Happened on cardiohelp console serial number: (B)(4). Complaint ID: (B)(4).

Manufacturer narrative:
No technical investigation of the hls module could be performed as the oxygenator was disposed by the customer. To rule out a hardware issue the cardiohelp was checked under service order 43446055 on (B)(6) 2020. The lock mechanism function was confirmed and no malfunction was found. According to the hls risk assessment the most probable root cause is that hls module was not securely fixated into the cardiohelp-I-drive . In the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v1.5, chapter 5.3.1 safety instructions for the oxygenator) is stated to ensure that the device is fitted onto the drive correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. Thus the failure could not be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint ID (B)(4).